Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient underwent a poly exchange due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records that the patient was experienced pain, swelling and taking antibiotics. Also, test found elevated metal ions on the right knee. During the surgery, patella was migrated, extensor mechanism disrupted and ligament rupture. Diffused synovitis throughout knee. Noted only 15 deg flexion. No complication was noted. Femur, tibial and patella remained intact. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03248.

Event description:
It was reported that the patient underwent a right knee revision surgery due to pain, swelling, elevated metal ions, and infection. The cultures were negative from aspiration. During the surgery, patella extensor disruption, ligament rupture, and migration of patella was noted. It was also noted that there was diffuse synovitis throughout the knee, cerclage wire broken, and 15° flexion contracture. The poly was exchanged without complications. The unknown femur, tibia, and patella remained implanted and were noted to be well fixed.